Event description:
A user facility reported to olympus that the light source was not working. Upon inspection of the device by a field service engineer, it was determined the emergency lamp indicator was blinking. The problem of "light source was not working," as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated onsite at the user facility by a field service engineer (fse). The fse determined the emergency lamp indicator was blinking. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the failure of the emergency light was confirmed, and was indicated by the flashing of the emergency light indicator on the front panel or by the display of error code e207. The root cause of the failure of the emergency lights could not be identified. Olympus will continue to monitor field performance for this device.